Event description:
Or: l5 - s1, anterior interbody fusion in progress. Plan to use bone dowels, one chip placed. Package containing 2nd dowel mislabeled and no replacement set available, alternate procedure done using metal item. Pt stabilized.